Event description:
The device was used during a low anterior resection. Reportedly, the instrument was difficult to open. The surgeon performed a colostomy. The hospital has reported the pt's condition is satisfactory.